Event description:
The surgeon inserted a three piece silicone lens. The lens tore during insertion. The lens was inserted and removed without pt injury. The lens was cut in pieces when it was removed.